Event description:
It was reported that at 8:55am on (B)(6) 2014, the customer called to report an incident that allegedly involved the following product or device: qty 2 reliant series slings. She reported that the following occurred at 2:30pm on (B)(6) 2014: one of residents was being lifted from the bed and the sling ripped at the seams. The resident fell onto the bed. There were no injuries according to her. The product has been taken out of use. The resident's weights¿ are both under 200 lbs.